Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had ineffective therapy approximately from (B)(6) 2019, as a result the patient stopped charging their device. To address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.